Event description:
It was reported that the downstream occlusion (dso) sensor seal was torn. Per reporter, this was found during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn and the upstream occlusion (uso) seal was worn. Service history identified the previous service of september of 2022 replaced the dso seal, which is related to the current complaint. Functional testing confirmed the customer's reported issue. The dso seal was replaced, along with the uso seal.